Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in and around (B) (6) 2008, the pt was admitted to the emergency room with a respiratory condition. As part of the treatment, the pt was administered heparin, including but not limited to heparin flush products on various occasions beginning on or around (B) (6) 2008 and continuing through (B) (6) 2008. The pt was administered heparin which was alleged to be contaminated and the pt became hemodynamically unstable and suffered several injuries, including but not limited to thrombocytopenia, pulmonary emboli, and myocardial infarct. The pt became hemodynamically unstable and certain treatment options were no longer available to him. The pt passed on (B) (6) 2008.